Event description:
Zoll laboratory services contacted zoll to report that a patient developed bleeding, burning, red blisters under the patch. The patient reported allergies to tape/electrodes. There was no alleged device malfunction contributing to the irritation. The patient's physician advised removal of the patch until the skin irritation healed. Outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.